Event description:
New information received notes that another occurrence of post-paced t-wave oversensing was observed via remote transmission. Programming changes were recommended and will be discussed with the following physician.

Event description:
It was reported via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made in clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.